Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and corrected information. The following sections were updated: b4,g3,h2;h3;h6 the following section was corrected: h6: device code h6: component code: mechanical (g04) - stem no product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Date of event: the events occurred sometime in (B)(6) and (B)(6) 2022. Concomitant medical products: unknown broach. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will submitted.

Event description:
It was reported that the surgeon had difficulty with the stems not seating to the exact broach size the last few weeks. There were no patient complications; however, the surgeon indicated that it could be due to manufacturing. The surgeon was able to get the stems appropriately seated after going down in broach sizes. Attempts have been made and no further information has been provided.